Manufacturer narrative:
The device will not be returned for evaluation however the provided photographic evidence exhibits the reported event. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. There are two complaints for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: -inspect the probe for any damage. Do not use if you suspect any damage is present. Notify the manufacturer immediately. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the 160656 was being used during a liver and gallbladder surgery on (B)(6) 2020 when "the head of the spray pen of code 160656 fell off during the surgery" was reported. The procedure was completed as planned and there was a 15-minutes delay. There was no report of injury, no medical intervention or hospitalization reported. The device component did not have contact with the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.